Event description:
It was reported that the patient was started on heparin drip to bridge with coumadin until international normalized ratio became therapeutic. The event resolved by (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of elevated lactate dehydrogenase (ldh) could not be conclusively established through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of lightheadedness, syncope, and elevated ldh could not conclusively be established through this evaluation. This evaluation confirmed the report of low flow alarms and found that the pump was operating as intended. The patient remains ongoing on (B)(6) with no further issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13oct2015. The heartmate 3 lvas instructions for use (IFU) lists hemolysis and other neurological events (not stroke-related) as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, this document lists neurologic dysfunction as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This document provides information regarding the recommended anticoagulation therapy and inr range, and describes that low flow alarms occur when the estimated flow decreases below 2.5 lpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room after having lightheadedness and falling at home. Patient said that he passed out and had low flows on his pump. International normalized ratio was subtherapeutic and lactate dehydrogenase went up from 178 u/l to 443 u/l.